Event description:
The customer reported the accutorr plus monitor shuts down intermittently. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacements of the nibp/cpu board and pneumatic tubing. The system was tested to factory's specs. It functioned normally and was returned to use.